Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure at the hospital, the stapling failed, the stapler did not fire, all the necessary procedures were carried out, but there was no success. Need to open another stapler to proceed with the procedure. The surgery was delayed by 10-minutes and completed successfully. There were no patient consequences.